Event description:
A patient was implanted with brand new catheter, in regards to catheter complications. It was noted that nothing was trimmed. The pump was not replaced. The pump was previously set at a minimum rate, but was now planned to be set to the lowest programmable rate. The reason for the new catheter explant was not reported, nor was the patient's outcome. The drugs administered via the pump were dilaudid (concentration: 20, dose: 0.96), and marcaine (concentration: 15, dose 0.72). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).